Manufacturer narrative:
The returned device was evaluated and received with the cannula assembly deployed. The adhesive pad was unable for investigated because it was not returned. Investigation of the fluid path found no issues that would result in an infection at the infusion site. No other defects or deficiencies were found that would result in high blood glucose levels.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to assess if any product condition could have contributed to the patient's infection. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide: model: ent450; 14518-5c-aw rev e 03/16. Using the pod 5/page 42: warning: to minimize the possibility of site infection, do not apply a pod without first using aseptic technique. This means to wash your hands, clean the insulin vial with an alcohol prep swab, clean the infusion site with soap and water and keep sterile materials away from any possible germs. Living with diabetes 9/page 108: warning: if an infusion site shows signs of infection; immediately remove the pod and apply a new one at a different site. Contact your healthcare provider. Treat the infection according to instructions from your healthcare provider. At least once a day, use the pod¿s viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
It was reported that the patient¿s blood glucose and insulin history is as follows: (B)(6). Hyperglycemia treated by patient activating new pod and bolus (exact amount was not provided). The patient's site was red, thick and infection at the insertion site. The patient went to see his general practitioner (gp) who open up the wound with a wet cloth, push out some of the pus and clean the wound everyday for 3 days. The patient is allergic to antibiotics. During the call the patient site is looking much better but it is still a bit swollen and almost heal now. The pod was worn longer than 48 hours on the arm.